Manufacturer narrative:
The patient's ethnicity and race are unknown. This information was not available from the facility. Patient information regarding medical history is unknown. This information was not available from the facility. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a severely calcified distal sfa. During inflation at 4 atm, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.